Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Kaguya cycler functional test and under water pressure testing was performed and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line coming out of the heating bag of the home pd system kaguya set was broken. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.